Manufacturer narrative:
(B)(4). Additional information: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, a review of the alarm log, and a service history review were performed. The f-66 alarm was identified during visual inspection and the review of the alarm log. The cause of the condition was not determined; however, the issue was found to be resolved by powering the device off and on. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump had an f-66 alarm. No additional information is available.